Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although the cause of the reported event could not be conclusively determined, the probable cause of the broken grey scope connector is likely the user applied stress in the direction toward loosening the connecter repeatedly, which accumulated over time and/or the user hit the connecter to something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. This issue can be detected by inspecting the following, as described in the device's instructions for use (IFU) under "chapter 3. Inspection before use", section "3.3 inspecting the connectors": "check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents." The following warning is in the IFU: "do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment."

Manufacturer narrative:
An olympus trained biomed requested the necessary parts to replace them onsite. There were no other issues reported. If additional information is obtained a supplemental report will be filed.

Event description:
A biomed from a user facility reported a broken grey scope connector on an endoscope reprocessor. The issue was found after reprocessing of the device. The internal part to the grey connector was missing and the check valve was not functioning. There was no leaking associated with this event. There were no patient involvement or injuries reported. No additional information has been obtained.